Manufacturer narrative:
Per the service history, this event occurred prior to field instrument modifications (mod#s (B)(4)) which were implemented to address bubbles on the face of the glucose electrode and short sample delivery performed in (B)(4) 2011. The customer indicated that the instrument has generated some obstruction detection errors and the system has had intermittent qc issues. Obstruction detection errors are typically related to pre-analytical sample handling issues.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining four (4) discrepant glucose module (glucm) patient results, generated by the unicel dxc 800 pro synchron chemistry analyzer. The patient samples were run four (4) times. One (1) out of the four (4) results was deemed discrepant for each specimen. The customer stated that there was no erroneous result reported out of the laboratory, and there was no change to patient diagnosis or treatment as a result of this event.